Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during priming of peritoneal dialysis therapy. The leak was further described as ¿water on the floor¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.